Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was go up to 400 mg/dl which was treated with insulin pump and manual injection. Customer stated the infusion set were leaks at site under the tape. Customer stated the cannula was bent. Customers blood glucose reading was went high from 380 mg/dl , 390 mg/dl up to 400 mg/dl. Customer was using the auto mode feature at the time of the incident. Customer stated they had changed infusion set many times and it was working fine when customer got out of the hospital. Last blood glucose reading was 64 mg/dl. The insulin pump will not be returned for analysis.